Event description:
Consumer alleges seeing a small flame inside the heating pad when she turned the lights off. There was not a report of serious personal injury or property damage with this incident.